Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted general pyloroplasty surgical procedure, during system setup prior to a procedure, an error code 32100 occurred after the system had passed post and after several minutes one arm faulted. The customer attempted recovery; however, the fault immediately returned, and a system restart was performed but the issue persisted. Troubleshooting verified the presence of error 32100 and indicated a likely issue with an acm board in the second unit. It was communicated that the affected arm would not be usable in its current state, and it was asked whether the procedure could be performed using the remaining arms. The procedure was aborted with no patient involvement with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that two procedures were aborted due to the universal surgical manipulator (usm) being rendered non-functional.